Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, inappropriate auto mode switches due to far r wave oversensing were noted on the patient's device. Programming changes were discussed. The patient did not visit the clinic. The patient was stable and will continue to be monitored.